Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, due to the vascular tortuosity below the aortic arch, during the advancement of a commander delivery system, fluoroscopy showed a gap was observed between the 29mm sapien 3 valve and the flex tip. The delivery system was further advanced and valve alignment was attempted at an angle. The valve appeared to dive into the flex tip and could not be pushed up to the proper alignment position. The flex tip was pulled back once and the accumulated tension was released. A repeat attempt at valve alignment was performed, but the same issue occurred. The delivery system was pulled back to the straight section below the tortuous part of the aorta. At that position, the valve was managed to be pushed up to position between the alignment markers, despite ¿re-emergent¿ valve diving. The valve diving could not be resolved by releasing the catheter tension with fine alignment. The valve, partially stuck in the flex tip, was delivered to the annulus. During valve deployment, the balloon did not expand at all. With evidence of blood in the inflation syringe, a balloon rupture was suspected. The delivery system and valve were retrieved, but got stuck in the middle of the sheath shaft. The devices were withdrawn as a unit. Upon withdrawal, the delivery system was found to be torn at the bond. New devices were prepared and the procedure was continued. No injury to the patient occurred. At the time of this report, the patient was doing well. The native annular diameter measured 33.8mm by CT. Mild valvular calcification and no aortic root calcification was reported. The access vessel minimum luminal diameter (mld) measured 6.8mm with mild calcification and moderate tortuosity reported.

Manufacturer narrative:
The delivery system was returned for evaluation. The delivery system was returned inserted through the loader cap and sheath, with the valve on the inflation balloon. Visual inspection of the delivery system and sheath revealed bunching of the inflation balloon. The balloon wings were folded outward and separated by the I/c bond. Gouges were observed on the flex tip face. The sheath distal end was also slightly damaged with minor distal tip damage and bunching of the liner observed. No liner tear or delamination was observed. Scratches along the sheath shaft were also observed. Review of the CT images of the patient anatomy revealed the patient had calcified and tortuous vessels. Dimensional analysis of the double wall thickness was performed on the crimp balloon. All measurements met specification. Functional testing was not able to be performed due to the condition of the returned device. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. Lot history review revealed one other similar report related to ¿delivery system ¿ difficulty with valve alignment¿ and ¿balloon ¿ torn.¿ the complaint history review from november 2016 to october 2017 revealed other complaints for the edwards commander delivery system (all models and sizes) for ¿delivery system ¿ difficulty with valve alignment¿ and for ¿balloon ¿ torn¿. The complaint history review revealed the occurrence rates for ¿delivery system ¿ difficulty with valve alignment¿ and for ¿balloon ¿ torn¿ did not exceed the october 2017 control limits for the trend categories of ¿valve alignment difficulties¿ and ¿damaged¿. The IFU and training manuals were reviewed. Instructions concerning the visual inspection of all device components for damage prior to use, the preparation of the devices and the proper valve alignment and deployment processes are discussed in the IFU and training manuals. No IFU/training manual deficiencies were found. The following procedural factors have been identified as potentially applying to the reported event: a leak or inability to fully inflate a balloon during the procedure ¿ the valve not deployed properly ¿ valve embolizes, may result in the valve embolization into aorta (non-target location). This carries a severity of 3. The inability to perform valve alignment ¿ vessel tortuosity of descending aorta (or vena cava)-¿exchanging device, may result in a procedural delay/prolonged procedure/delay in monitoring and/or treatment. This carries a severity of 2. The valve becoming axially misaligned with the flex tip during valve alignment-¿difficult to advance the valve during alignment ¿ exchange device may result in a procedural delay/prolonged procedure/delay in monitoring and/or treatment. This carries a severity of 2. During the manufacturing process the delivery system components (balloon, crimp balloon, fine adjust knob) undergo multiple 100% inspections. The delivery system balloon also undergoes 100% inspection prior to the pleating and folding process and 100% visual inspection after the pleating and folding is completed. Prior to final inspection, the delivery system undergoes 100% leak testing. The assembled device then undergoes multiple 100% final inspections by manufacturing and quality. Product verification testing is also performed on samples from each lot of devices. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the complaint events. In this case, the complaints of the delivery system ¿ difficulty with valve alignment and balloon ¿ torn were confirmed based on the visual inspection of the returned device. However, no manufacturing non-conformances were identified. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the reported events. Visual inspection of the device confirmed that the tear occurred near the I/c bond. Review of complaint history shows that difficulty with valve alignment can contribute to this failure mode, and this issue and associated risks have been previously documented. Performing valve alignment at a bend or angle (such as in tortuous patient anatomy) can cause the thv to unseat (non-coaxial placement of the valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the valve is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. The flex tip face was observed to have gouges, which could be evidence of higher than usual valve alignment forces. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a separation by the inflation and crimp balloon bond. Engineering studies that simulated these conditions were able to recreate high enough valve alignment forces to potentially cause a material failure. Although a definite root cause could not be determined, available information suggests in addition to procedural factors (valve alignment at an angle), patient factors (calcified and tortuous anatomy) likely contributed to the reported event. No manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified. Review of complaint history revealed that the occurrence rates did not exceed the october 2017 control limits for the trend categories of ¿valve alignment difficulties¿ and ¿damaged¿. Therefore, no corrective or preventative action was required. Due to the high criticality level for this failure mode, a pra was previously initiated to document risk assessment. Please reference related manufacturer report no: 2015691-2017-03630.